Event description:
A customer contacted baxter technical service ctr regarding a system error code 2240 that occurred on the homechoice (hc) during drain four. The technical service rep (tsr) explained the alarm and assisted clearing the alarm. The caregiver stated the pt's line separated from the transfer set. Therapy was not continued. The tsr advised to contact the nurse for further medical instructions. The caller stated the sample was not available for eval. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The sample is not available for eval.